Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer administered correction boluses for food consumed and subsequently experienced low blood glucose (bg) level in the 40s (mg/dl). Customer consumed juice to treat low bg levels. Recommendation was made to consult with health care provider regarding diabetes management.